Event description:
It was reported that there was a patient death. It was reported via social media that the patient had an unsuccessful procedure and later that day the patient died.

Manufacturer narrative:
The date of death and the event date were not reported. The aware date was used as an estimate.